Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin. Net transmission. Review of the transmission revealed the pacemaker was in backup vvi mode. The device was reset to the original settings and was restored successfully. The patient was in stable condition.